Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer reference#: (B)(4).

Manufacturer narrative:
Investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. During testing in a reference ventilator, performed pre-use checks failed during the pressure transducer sub-test. Test logs showed that the measured offset value for the inspiratory pressure transducer was ov when it would have been around 2v. This drift affected the measured peep (positive end expiratory pressure) during ventilation, this resulted in the measured peep being lower than set. Alarms for high pressure and low expiratory minute volume were generated. The cause for the observed drift has not been determined from this investigation.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.